Manufacturer narrative:
The root cause of the access site bleeding was unable to be determined as no product was returned and limited clinical details were provided. 12 months number of usage: 31,078; number of occurrences: 47; occurrence rate (%): 0.15.

Event description:
Information about adverse event from protect IV study: a patient in the EU received impella cp support during a high risk pci procedure. 1.5 hours after the procedure, the patient suffered from severe access site bleeding. Hemoglobin drop of 3 g/l. Contributing factor: pump removed with activated clotting time (act) of 256 seconds instead of <150 seconds. Balloon tamponade used to stop bleeding. CT showed a hematoma but no active bleeding afterwards.